Event description:
It was reported that during a da vinci gastrectomy procedure, the endowrist one vessel sealer instrument sealing cycle was not complete and was not sealing correctly. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2015, intuitive surgical inc. (Isi) contacted the nurse at the hospital and obtained clarification regarding the reported event. She stated the vessel sealer instrument worked but it took several efforts and attempts for it to seal completely. The da vinci system did not provide any error message, but did provide one tone. The surgeon was aware that the instrument was not sealing completely, the surgeon was at the end of the procedure and was able to complete the planned procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the vessel sealer instrument failed at both hard and soft grip gauge gap test. The instrument was placed on an in-house da vinci system and performed cut and seal test; both test passed. No damage was found on the conductor wire. The customer reported complaint does not itself constitute a MDR reportable event; however; insufficient sealing could likely cause or contribute to an adverse event if the failure mode were to recur.